Event description:
As part of the scorpius study, the female pt received a cypher stent in the ramus intermedius and the circumflex. Approximately three years after the procedure, the pt died due to cardiac death. The pt had cardiomyopathy, asystole, and existent coronary artery disease. The pt received multiple unsuccessful reanimations. The event was graded as possibly related to the implanted cypher stent.

Manufacturer narrative:
This device (lot r0403424) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.